Manufacturer narrative:
Sensor - foot-right and base angle sensors malfunctioning.

Event description:
It was reported by service report that the bed was not working and the controls are locked up. No patient involvement or adverse consequences are reported.